Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (590 mg/dl). The cause for elevated bg levels was unknown. Customer administered manual injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.